Event description:
When a package of covidien x-ray detectable sponges was opened in the or, a small piece of contaminate was found on top of the sponge. Following the incident, the package was discarded and remove from the sterile field, thus not used on the patient.

Event description:
When a package of covidien x-ray detectable sponges was opened in the or, a small piece of contaminate was found on top of the sponge. Following the incident, the package was discarded and remove from the sterile field, thus not used on the patient.

Event description:
When a package of covidien x-ray detectable sponges was opened in the operation room, a small piece of contaminate was found on top of the sponge. Following the incident, the package was discarded and remove from the sterile field, thus not used on the patient.